Event description:
Subsequent to the initial MDR, it was determined that a report of a serious injury was submitted in error. Upon further review, it was determined that the serious adverse event was not related to this specific event. The reported adverse event is being reported under MFR number 3004753838-2023-162588. This report 3004753838-2023-160589 remains an reportable event without a serious injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2022, the patient experienced hyperglycemia, no blood glucose reading was reported. No treatment was documented. It was reported that the patient has been admitted to the hospital with diabetic ketoacidosis, it is not clear how this was related to the event and to this dexcom malfunction. It was documented that the patient was hospitalized 3 times, once the patient was just kept at the hospital overnight, another time the patient was hospitalized for 3 days (this record) and a third time that the report couldn´t remember. There were no details documented about the medical intervention, not any treatment administered to the patient. There was no bg nor cgm readings reported during the entire event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.